Manufacturer narrative:
Evaluation summary: only the dislodged stent returned for analysis. The dislodged stent was severely stretched, bunched and deformed. Cine image review confirmed the lesion morphology as reported by the account. (B)(4).

Event description:
It was attempted to use an endeavor resolute rx drug eluting stent to treat a severely tortuous, severely calcified lesion in the lad which exhibited 90% stenosis. No difficulties noted when removing the protective sheath or during inspection prior to use. The lesion was pre-dilated. The inflation device remained on neutral pressure during delivery of the stent. The device did not pass through a previously deployed stent or cell of a stent. No resistance noted advancing the device to the lesion. During the procedure it was reported that the stent dislodged during withdrawal of the device in the vessel/guide catheter. Additional equipment was used to catch the dislodged stent and remove it from patient successfully - the dislodged stent was removed on the procedural guide wire, in the guide catheter. Physician replaced it with another stent to complete the operation. The operation was extended for about half an hour. No patient injury was reported as a result of the event. The physician commented that the event was related to patients lesion complication. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.